Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: it was reported by customer that over infusion. Heparin drip routine, 9.5 ml/hr, dose rate 950 units/hr, titratable drip based on aptt lab result. Bag volume is 250ml, so that's how it should be set up in the pump. 25,000 units in dextrose 5% 250 ml. Sodium chloride solution was set up on the other channel and infusing through the second saline lock. Heparin and ns were not infusing through the same channel, not through the same IV. 250 ml within 4 hrs.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues. Accuracy could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.